Event description:
It was reported that during an open sigmoidectomy, a blue cartridge could not be loaded into the reported device for the 3rd firing. The same blue cartridge was loaded into the other instrument and fired properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results found that one sc60a device was returned with no visual non-conformances and with a ecr60b cartridge reload pan inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated positions with a test cartridge reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).